Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-9216ag serial/batch number 022133 was received for investigation. Visual evaluation found that the drill was damaged. The four straight flute was broken. The root cause of the reported failure mode is undetermined.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems, that an ar-9216ag univers vaultlock® augmented glenoid 6 mm cannulated central drill broke off. With no further details. This was discovered, during an unspecified procedure, with no patient harm.